Event description:
Customer stated that she dropped the pump a week ago and the drive support cap seems to be damaged. Customer reported that when the motor rewinds or primes the whole back end pushes out. Customer's current blood glucose is 415 mg/dl. The customer stated that the current blood glucose is high due to over correcting for a 53 mg/dl blood glucose reading. No further information reported.

Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform the basic occlusion and occlusion test due to detached end cap. However, drive support disk was inspected and no anomaly was noted. The insulin pump had cracked display window corners, reservoir tube lip, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.